Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, it was noted that the infusion had roughly 8ml of fluid left and finished about 3.5 hours earlier than it was supposed to. No patient consequences were reported. No adverse effects were reported.